Manufacturer narrative:
The investigation confirmed that multiple, imprecise phyt quality control results were obtained while using the vitros 5600 analyzer. Patient samples were not known to have been affected. An ocd field engineer performed "as needed" maintenance and adjustments to the immuno wash fluid metering and incubator subsystems. Performance testing following service verified that the equipment was returned to expected operation. The investigation determined that the assignable cause of the event is an equipment related issue.

Event description:
The customer obtained multiple, imprecise vitros phyt quality control results (level 2 = 12.24 ug/ml vs. Expected result of 15.4 ug/ml; level 3 = 37.31 ug/ml vs. Expected result of 26.3 ug/ml; level 1 = 9.72 and 9.34 ug/ml vs. Expected result of 6.85 ug/ml) while using the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).